Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The reported issue of stent deployment suture broken. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2014. According to the complainant, this was to treat an 8cm stricture with fistula. Reportedly, the patient's anatomy was somewhat tortuous. During the procedure, the physician has partially deployed the stent at 2cm when the suture snapped at the portion connected to the stent. The partially deployed stent was removed from the patient and another ultraflex esophageal distal release stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.